Manufacturer narrative:
Device was not available for evaluation.

Event description:
During a chart review at dr (B)(6) practice, this randomly selected file had indicated that the patient had undergone a zkc subchondroplasty procedure (B)(6) 2012. Per the chart notes, she was converted to a total knee arthroplasty(bilateral) on (B)(6) 2013.